Event description:
It was reported that the patient was admitted due to edema in the lower limbs. The physician hypothesized a possible relationship with vns considering complication was reported after recent adjustments. It was also noted that patient was experiencing cough and secretion. The vns was disabled; diagnostics were seen ok. Patient underwent examinations for the edema and no evidence of infection or underlying cause were identified. It was noted that following vns disablement there was complete resolution of swelling, normalization of urinary patterns, and an improvement in constipation. No other relevant information has been received to date.